Event description:
The customer complained that the couch will sometimes continue to drive when the button is released. The field service engineer found that the CT box button was sticking and that is would be replaced. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).